Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligner, patient reported that enamel wear, sensitivity and pain to their front tooth. Provided hh-tt tips and general ortho comfort tips.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.